Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that they unsuccessfully attempted physician mode recharging. The ins was to be replaced on (B)(6) 2018. The issue wasn¿t resolved. No further complications were reported.